Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04628; 2134265-2014-04630. (B)(4). It was reported that shortness of breath associated with abdominal pain and in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient presented with stable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was a de-novo lesion located in the mid right coronary artery (rca) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.7 mm. It was treated with pre-dilatation and placement of a 3.50 x 32 mm taxus® liberté® stent, resulting in 0% residual stenosis. Target lesion #2 was located in the proximal rca with 85% in-stent restenosis and was 32 mm long with a reference vessel diameter of 3.7 mm. It was treated with direct stent placement using a 3.50 x 16 mm taxus® liberté® stent, resulting in 0% residual stenosis. Target lesion #3 was a de-novo lesion located in the distal rca with 70% stenosis and was 18 mm long with a reference vessel diameter of 3.5 mm and was treated with pre-dilatation and placement of a 3.50 x 12 mm taxus® liberté® stent, resulting in 0% residual stenosis. Six days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented to an outside facility with acute onset of shortness of breath associated with abdominal pain. Electrocardiogram (ECG) was performed which revealed atrial fibrillation with rapid ventricular response, frequent premature ventricular complexes, intraventricular conduction delay, non-specific st-t wave abnormalities. Troponin values were also found to be elevated, however, cardiac enzymes were not consistent with the protocol definition of myocardial infarction (mi). In addition, a nuclear stress evaluation was performed that predominantly showed a fixed inferior and apical wall defect. The patient was diagnosed with non st segment elevation mi and was transferred to another facility for a higher level of care. The patient was hospitalized and cardiac catheterization was recommended. At the time of event, the patient was on aspirin and prasugrel and the study drug was never taken during the study. In (B)(6) 2014, coronary angiography revealed total occlusion of the study stents in the rca and no stent thrombosis was noted. The physician continued aggressive medical therapy and risk factor modification. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the small non st segment elevation myocardial infarction (stemi) which was previously reported as not related to the study device, is now related to the study stent.